Event description:
It was reported that during prostate vaporization at 36,896 joules, the fiber cap broke off inside the pt and the aim beam of the side-firing fiber forward fired. The procedure was completed with a second fiber. The method of cap retrieval was not reported, however, it was reported that no part of the device was left inside the pt and that there was no pt injury.